Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they had high blood glucose of 253 mg/dl and ketones. Customer reported that the insulin pump had loose battery cap. No further complications were reported. The customer will continue to use the product.